Event description:
It was reported that the pt presented to the clinic for f/u. A firmware upgrade was performed which resulted in the device entering backup vvi mode. They did not find any arrhythmias and will not be restoring the device nor will they reimplant with a new system. The pt will attend their scheduled elective explant due to device approaching eri.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.